Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent two-level tlif at l3/5 using blackstone peek interbody spacers and rhbmp-2/acs. The patient did well for a few days post-op, then developed severe left thigh pain. An MRI was performed, which reportedly revealed a collection of fluid predominantly at l3/4 and extending to l4/5. A surgical intervention was performed approx seven weeks post-op to re-explore the surgical area, and remove the fluid. The patient did well for the first five days post-intervention, the pain progressively returned. A second MRI was obtained, which identified a fluid collection at l3/4 that extended posteriorly and caudally. CT guided aspiration of the fluid was unsuccessfully attempted at an unk time post intervention. The patient now has left leg pain along an l3/4 distribution that has not improved in two weeks. Add'l surgical options are being considered if there is no resolution of the pain.